Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not following the proper air removal steps. Tandem customer technical support educated the customer to follow the proper air removal steps per the user guide. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.